Event description:
The balloon burst upon reaching 6 atm during ptca procedure. The balloon was then removed from the patient and another balloon was reinserted with no further complications. Patient had calcified arteries.